Event description:
It was reported that during an open heart surgery the physician accidentally cut the electrode. Subsequently the electrode was explanted. The surgeon elected to replace the subcutaneous implantable cardioverter defibrillator (s-ICD) as well. Thus a new device and electrode were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the electrode was returned severed at 290 mm from the terminal pin. Only the proximal segment of the lead was returned. Visual inspection noted damage to the insulation due to electrocautery use. Analysis confirmed that the lead was severed due to induced damage. This report is being filed to correct the manufacturer name and address. Information and manufacturer site facility name and contact information.

Event description:
This report is being filed to submit analysis results.